Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per customer, a 6-year-old female patient was hooked up to continuous feeds all night. The patient was being treated for fever. During morning bedside report, it was noticed that the feeding bag was leaking formula and letting air into the tubing. It seems like there was a little hole where the tubing meets the plastic cassette that attaches to the pump. The customer replaced it with another bag and there was no leaking with that bag. There was no harm reported.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.